Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Mechanical interaction with blood/hemolysis: the cause of the issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
H6 medical device problem code a24 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additionally the patient continued to decompensate and was cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) on (B)(6) 2026. The decision was made to remove the cp because the care team believed the hemolysis was from the cps, the patient is making plenty of urine and is not on dialysis. The patient was being worked up for transplant.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The p level of the pump was decreased. The patient was in stable condition.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
B5 clinical narrative updated. Section d1 brand name corrected. H6 health effect ¿ impact code was added, and f12 is no longer applicable in this complaint.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 68-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock during a high-risk percutaneous coronary intervention. The patient¿s clinical state prior to initiation of support was consistent with cardiogenic shock and classified as society for cardiovascular angiography and interventions shock stage d. During impella cp support, the patient was noted to have pink- to red-tinged urine, raising concern for hemolysis. Laboratory testing demonstrated an elevated lactate dehydrogenase level of approximately 1400 units per liter. No plasma-free hemoglobin level was obtained. In response to the laboratory findings and clinical concern for hemolysis, the decision was made to reduce the impella performance level to performance level seven in an effort to mitigate hemolysis risk. The field representative responded and reported that the patient was producing adequate urine output and was not receiving dialysis at that time. It was additionally reported that the patient was undergoing evaluation for heart transplantation. Despite these interventions, the patient continued to clinically decompensate and was subsequently cannulated for veno-arterial extracorporeal membrane oxygenation on january 2. Following escalation of mechanical circulatory support, the care team elected to remove the impella cp device, as the team believed the hemolysis was associated with impella cp support. Hemolysis is a known potential risk associated with impella therapy and may be influenced by multiple factors, including critical illness, underlying cardiac dysfunction, renal insufficiency, and hemodynamic instability. Based on the information available, no confirmed device malfunction was identified, and device performance was not reported to be unexpected. The patient¿s clinical deterioration and need for escalation to extracorporeal support are most consistent with the severity of the underlying cardiogenic shock.